Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the physician attempted to implant a lead during a revision procedure, but was unable to advance the lead into position due to scar tissue. The physician abandoned the procedure.